Event description:
Severe right ear and neck pain following insertion of inspire subglottic nerve stimulator. Severe pain for 7 weeks and pain continues for over 4 1/2 months which is variable from mild to significant daily.